Manufacturer narrative:
Sections with additional information as of 06-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 305 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-145 mg/dl and expected pm fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 261 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date is one week ago. The meter memory was reviewed for previous test result history (time not set): result 1: 246 mg/dl, date: (B)(6) 2023, time: 1:55pm, unknown. Result 2: 154 mg/dl , date: (B)(6) 2023, time: 12:14pm, fasting pm. Result 3: 193 mg/dl, date: (B)(6) 2023, time: 10:54am, fasting am. Result 4: 163 mg/dl, date: (B)(6) 2023, time: 4:18pm, fasting pm. Result 5: 175 mg/dl, date: (B)(6) 2023, time: 3:25pm, fasting pm. Result 1: 305 mg/dl, date: (B)(6) 2023, time: 12:33pm, fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.